Event description:
The customer reported that the device failed to power on. There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.